Event description:
It was reported that during a procedure of a 95% stenosed right coronary artery (rca), serial predilatation was performed with a non-abbott dilatation catheter. During implantation of a multi link 8 3x38mm stent a dissection was observed. A multi link vision 3.5x15mm stent was deployed at 12-14 atmosphere for 30 seconds to treat the dissection. During the procedure the 90% stenosed left anterior descending (lad) artery was stented without incident. There was no clinically significant delay in the procedure. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported dissection is a known potential adverse event listed in the multi-link 8 instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw-uii; inflation: medtronic; guide cath: cordis; sheath: cordis; other: integrilin. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.